Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced pain after being implanted with the ti lcp medial proximal tibia plate. An x-ray taken on an unknown date showed the plate was broken. There is no further information available. Concomitant device reported: unknown screws: trauma (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 4.5mm ti lcp® medial proximal tibia plate 16h/lt 322mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part # 439.997. Synthes lot # 9809148. Supplier lot # n/a. Release to warehouse date: may 27, 2015. Manufactured by: elmira. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the lcp med prox-tibpl 4.5 le shaft 16ho l32 (part #: 439.997, lot #: 9809148) was received at us customer quality (cq). Upon visual inspection, the plate was broken. Both broken fragments were returned. Surface scratches were also observed. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: plate thickness. Plate width. Measured dimensions: plate thickness = conform. Plate width=conform. Device used ¿ hand micrometer . Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the plate was received broken. Although no definitive root cause could be determined based on the provided information, it is likely the device experienced unintended forces. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1. D4: catalog and UDI . G1: manufacturing site name and address.

Event description:
Updated event description: it was reported that on (B)(6) 2020 the patient was implanted with a ti locking compression (lcp) medial proximal tibia plate. On an unknown postoperative date, the patient experienced pain. An x-ray taken on an unknown date showed that the plate was broken. Patient underwent hardware removal procedure on (B)(6) 2020. Patient outcome is reported as stable. There is no further information available. This report is for one (1) 4.5mm ti lcp® medial proximal tibia plate 16h/lt 322mm-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.